Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A customer experienced a skin infection at the sensor site. The customer experienced symptoms of inflammation/ infection, pain, swelling, redness. The customer had contact with a healthcare professional (hcp) who recommended the customer to switch back to the libre 2 sensor. "The antibiotics the customer took were previously prescribed to them for a different problem. So, no antibiotics were prescribed for this specific issue by an hcp, but as the customer had some leftovers, they decided to take them." There was no report of death or permanent impairment associated with this event.